Event description:
In 2009, the patient reported experiencing issues with air bubbles in the infusion tubing for the past month. He stated that the air bubbles form over time during use. He stated that he primes the air bubbles from the infusion tubing and then more air bubbles form. His current infusion set had been in use for 2 days. The adapter had been in use for 2 days. He stated that he has used cold insulin in the past but he allowed his current insulin to reach room temperature prior to use. The patient was sent replacement infusion sets. Three days later, the patient reported that he continues to experience air bubbles in the infusion tubing. He had not yet received replacement infusion sets. He stated that his blood glucose elevates to 270-290 mg/dl when air bubbles are present in the infusion tubing. His normal blood glucose range is 100-150 mg/dl. He stated that he boluses through the infusion device or he injects insulin via syringe to lower his blood glucose. Upon follow up in the next day, the patient reported that he continues to experience air bubbles while using replacement infusion sets. He switched to his backup infusion device and his blood glucose returned to normal, and he had no further air bubbles. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device and insulin infusion sets were requested to be returned for evaluation.